Event description:
It was reported that this system required assistance with programming for magnetic resonance imaging (MRI) protection mode. Technical services confirmed that the system is mr-conditional and suitable for use in 1.5t or 3t MRI environments. Additionally, intermittent right ventricular (rv) undersensing was observed. Although no programming changes were made during the call, the healthcare provider was advised to contact the local representative for further device evaluation. No adverse patient effects were reported, and the system remains in service.

Manufacturer narrative:
Corrected field: h6 device codes.

Event description:
It was reported that this system required assistance with programming for magnetic resonance imaging (MRI) protection mode. Technical services confirmed that the system is mr-conditional and suitable for use in 1.5t or 3t MRI environments. Additionally, intermittent right ventricular (rv) undersensing was observed. Although no programming changes were made during the call, the healthcare provider was advised to contact the local representative for further device evaluation. No adverse patient effects were reported, and the system remains in service.